Manufacturer narrative:
Concomitant medical products: iw1416c90xh, stent graft, implanted: (B)(6) 2009. Ixw1818c80xh, stent graft, implanted: (B)(6) 2009. Af2618c140xh, stent graft, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset alert occurred when the cardiac resynchronization therapy defibrillator (crt-d) was interrogated, appropriate device function was noted and the routine follow-up appointment resumed. The device remains in use. No patient complications have been reported as a result of this event.